Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator therapy knob device label was torn. Some of the joules numbers around the therapy knob could not be seen during use. There was no patient involvement.